Event description:
Found during routine inspection. Customer called and complained that device was displaying the charge-pak warning icon prematurely. The device was returned to physio-control for evaluation and when the device was tested, it lost power after delivering 4 shocks.

Manufacturer narrative:
Physio-control evaluated the device and observed a low charge internal battery and imbalanced charges in the individual cells. Root cause for the reported problem could not be conclusively determined but it was isolated to the analog pcb assembly.